Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that a red screen associated with a da error was displayed upon interrogation of this device. This is a bitflip that can occur causing a temporary reset. It was discussed it was a benign error and patient therapy is not affected. No adverse patient effects were reported. The device remains implanted and in service.